Manufacturer narrative:
H4: the lot was manufactured from august 25, 2020 - august 26, 2020. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed to the photograph which displayed a pool of fluid inside a green bag that contained the device which suggested a leak may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked. The device was filled with 8000mg flucloxacillin in 0.9% sodium chloride . There was no patient involvement. No additional information is available.